Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. No prime fill anomaly noted. No cosmetic damage noted.

Event description:
Customer called to report that she is unable to exit the preparing to prime loop on the insulin pump. Customer reported that she is trying to fill the tubing but there are no numbers appearing on the screen. However, customer reported that insulin is exiting out of the insulin pump. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.